Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath hole prior to a high risk percutaneous coronary interventional (pci) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 18f and the pci procedure was completed. Reportedly, post procedure, the two pre-placed proglide device knots were advanced simultaneously and both of the knots failed to advance. The sutures were removed and a third proglide device was attempted, but the suture broke during plunger removal. A fourth proglide device was attempted, but the device was deployed while the guidewire remained in the device; this resulted in device entrapment and a small amount of shearing/vessel damage surrounding the device. The patient was sent to surgery to remove the device and underwent multiple blood transfusions, a femoral endarterectomy, and femoral damage repair. Finally, the patient was stable and discharged to rehab. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Reportedly, the physician attempted to tighten both knots at the same time resulting in lack of knot advancement. It should be noted that the perclose proglide instructions for use (IFU) intent is to perform one suture at a time. The investigation determined the reported IFU violation was due to operator error and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.